Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: brand name: precision spectra, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 2000023007; brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that patient experienced inadequate stimulation from the leads of the spinal cord stimulator (scs) system due to high impedances. It was stated that the patient underwent a procedure unrelated to the scs system several years ago and has subsequently developed a loss of therapy. Reprogramming was attempted but was not able to successfully provide pain relief. The patient underwent a procedure in which the leads were explanted and replaced with new devices. It was noted that an attempt was made to connect to the patients' implantable pulse generator (ipg) with their remote control and the clinician programmer, however a connection could not be established, therefore the physician decided to replace the ipg. The patient is doing well post operatively and the leads will not be returned as they were discarded by the facility.

Event description:
It was reported that patient experienced inadequate stimulation from the leads of the spinal cord stimulator (scs) system due to high impedances. It was stated that the patient underwent a procedure unrelated to the scs system several years ago and has subsequently developed a loss of therapy. Reprogramming was attempted but was not able to successfully provide pain relief. The patient underwent a procedure in which the leads were explanted and replaced with new devices. It was noted that an attempt was made to connect to the patients' implantable pulse generator (ipg) with their remote control and the clinician programmer, however a connection could not be established, therefore the physician decided to replace the ipg. The patient is doing well post operatively and the leads will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: brand name: precision spectra, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 2000023007; brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6). The leads were discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. The ipg was returned for analysis, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to electrocautery. A labeling review was performed on the leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. For the ipg it states the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device lithotripsy, electrocautery, external defibrillation, radiation therapy. Any damage to the device by radiation may not be immediately detectable. It also states ultrasonic scanning, and high-output ultrasound, x-ray and CT scans may damage the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may require explantation as a result of damage to the device. Based on all available information, engineers are able to confirm the root cause of the event. The leads were not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. The ipg was returned so physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as known inherent risk of device and unintended use error caused or contributed to event.